Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection shows that the seal was out of the delivery tube and had not unraveled completely. We received the device without the tension spring components. Therefore, the complaint could not be confirmed based on how the seal was received. Lhr review was completed for the product, there was no nonconformance associated with the lot number.